Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient reports their blood glucose level had dropped to below 70 mg/dl while wearing a pod. The patient reports they had received a memory corruption alert on their controller. The patient was able to clear the corruption alert with customer service and apply a new pod. The patient reports they had awoken with low blood glucose levels. The patient repots they had lost consciousness and fell. The patient was given glucagon by their husband. Upon arrival of the paramedics the patient was treated with intravenous dextrose. Once at the hospital the patient had a CT scan (computed tomography scan) administered. The patient was treated with dextrose as well as calcium tablets. The patient was released from the hospital after 3-4 hours.

Manufacturer narrative:
The returned device was evaluated and the customer reported that they reset their controller due to a memory corruption alarm on 21-jun-2023 (date of occurrence). They further stated that they experienced low bgs, and that the controller delivered an uncommanded bolus which resulted in an iob value of 10u. After turning on the device and unlocking it, the controller completed all the 22 steps of initialization. The log files and notifications and history details on physical controller contained information from (B)(6) 2023 onwards indicating that the device underwent a reset. It could not be determined if a memory corruption alarm occurred or what caused the device to reset. The log files showed an op5 app error on 21-jun-2023 at 9:54. The error code is "05-50000-00000-002" and indicates an uncaught exception alarm. It was observed that runtime exception resulted in the uncaught exception. The exact cause of the uncaught exception could not be determined. The phb audit logs showed that the agc algorithm functioned as intended and adapted the basal rates based on the egvs and user inputs. No bolus deliveries were made on (B)(6) 2023. The iob values were verified, and no discrepancies were observed. During investigation, the device functioned as intended and no issues were seen during insulin delivery testing and bolus calculator testing.